Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur. The customer was advised that they could continue using the pump and to call back if the issue happened again.